Manufacturer narrative:
Correction: the initial submission was erroneously submitted as a 5 day report. The reported event did not require initiation of action to prevent an unreasonable risk of substantial harm. The initial MDR should have indicated as a 30 day initial MDR. Text : correction: the initial submission was erroneously submitted as a 5 day report. The reported event did not require initiation of action to prevent an unreasonable risk of substantial harm. The initial MDR should have indicated block as a 30 day initial MDR.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The sensor interface board (sib) was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system intermittently was coming up with a "no insp/exp flow sensor" error. There was no report of patient involvement.